Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 348 mg/dl, 140 mg/dl, and 144 mg/dl 2. 198 mg/dl, 303 mg/dl, 109 mg/dl, and 113 mg/dl sets of readings were taken on the same day, different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.